Event description:
It was reported to philips that that the system's wired footswitch was unable to trigger x-rays, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the procedure was finished with a slight delay after four reboots. The philips field service engineer (fse) inspected the system on-site and confirmed that the wired footswitch was unable to activate x-rays. After debugging, fse discovered that the footswitch had an intermittent fluoro issue, and the fluoro pedal was not operating. The defective wired footswitch was returned to philips for failure analysis, and the cause of failure was determined to be a lack of signal from the fluoro pedal and the absence of two anti-slips. To resolve the issue, fse replaced the wired footswitch, and the system was restored to normal operation. The codes were updated based on the investigation outcome.